Manufacturer narrative:
The customer¿s report that the connector leaked was not confirmed. Visual inspection showed no damages or issues. Functional testing resulted in no leaking or other issues. The customer reported that the site of leakage was the PICC side of the connector; however, no mating components for that side were received for investigation. The root cause of the customer¿s experience was not identified.

Event description:
The customer reported two needleless connectors leaked while attached to a PICC. The site of leakage was the PICC side of the needleless connectors. The third needleless connector did not leak. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: bard solo 5fr triple lumen PICC, lot # recv1338; -bd posiflush normal saline flush syringe, 10ml; lot #8261613. Therapy date: (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported two needleless connectors leaked while attached to a PICC. The site of leakage was the PICC side of the needleless connectors. The third needleless connector did not leak. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref 306547 lot 8261613 exp 2021-08-31 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported two needleless connectors leaked while attached to a PICC. The site of leakage was the PICC side of the needleless connectors. The third needleless connector did not leak. There was no patient harm.